Event description:
It was reported that 1 bd connecta¿ plus stopcock had packaging issues. The following information was provided by the initial reporter: the customer reported a 3-way faucet has so far been found in a piece of non-sterile seam joint. The package also includes part of another 3-way faucet.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo sample submitted for evaluation. The reported issues of packaging issue - product packaging and package seal integrity poor / questionable were confirmed upon inspection photo sample. Bd determined that the cause of the failure was related to our manufacturing process. Preventative maintenance was performed on the manufacturing machinery to prevent further reoccurrence of the defects. A notification was also sent to all personnel involved in the manufacturing of this product to increase awareness and prevent further reoccurrences of the defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that 1 bd connecta¿ plus stopcock had packaging issues. The following information was provided by the initial reporter : the customer reported a 3-way faucet has so far been found in a piece of non-sterile seam joint. The package also includes part of another 3-way faucet.